Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred, and customer was hospitalized with a blood glucose level of 396 mg/dl. Customer was treated with an insulin drip. Troubleshooting was unable to be performed, as the customer had removed the supplies prior to contacting tandem technical support. At the time of the report, customer had not been released from the hospital. Multiple attempts were made to follow up with the customer; however, no response was received.